Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted that the jaws of the reload had been removed. The proximal end of the reload was received attached to a device. The entire reload was transversely cut through, so the ends of the remainder of the knife laminates were bent. The unit was disassembled and all four knife laminates were observed to be bent. There were score marks on each side of the channel adapter along its entire length. Near the middle of the channel adapter, there was a deep gouging that corresponded to the same side as the laminate that was bent the most; being the reason the device could not be retracted and the jaws were removed. The removed jaws were not returned with the rest of the device. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the device locked on tissue and score marks along the channel adapter may occur under the following conditions. 1. Application over tissue that is beyond the recommended thickness range. 2. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary. Additionally, the investigation detected a secondary condition of bent knife bar laminates that has no relationship to the reported condition. This bowing condition does not interfere with normal function of the reload when applied on tissue within the thickness range specified in the instructions for use. The use on over-indicated tissue in combination with the bowing condition leads to the difficulty opening the jaws after firing. No further actions have been deemed necessary at this time. There was no reported condition to confirm. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted laparoscopic procedure, the device system blocked, and it was not possible to cut or open the stapler, and the jaws of the device locked on tissue. It was also reported that the device was difficult to unload. Another reload was used however it was not able to be fire. To resolve the issue the procedure was converted from laparoscopic to open procedure and the surgeon performed mini laparotomy to take the instrument out. The incision was extended for more than 1 inch or 2.54cm due to the device problem, resulting to more tissue loss and tissue damage. The operation was extended for more than 30 minutes and the hospitalization was also extended for about 7 days due to the device problem. Initial evaluation of the incident device found: tri staple thick tissue.